Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the coating was absent from 7.3cm to the distal end and 4mm to the proximal end. The coating was absent at 5mm for a length of 1.4cm, at 5.3cm for a length of 3mm, at 6.0cm for a length of 1mm, at 6.4cm for a length of 1mm, and at 6.9cm for a length of 1mm. The wire guide length and diameter were both measured and found to be within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code = dqx. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, while loading another manufacturer's atherectomy device on the roadrunner extra-support bare mandril wire guide, the coating on the wire started to unravel. No kinking was noted. Reportedly, the complaint device did not make patient contact. Both the atherectomy device and the roadrunner extra-support bare mandril wire guide were removed and a new roadrunner extra-support bare mandril wire guide was used with success. No additional information has been provided. According to the complainant, the coating of the roadrunner extra-support bare mandril wire guide was activated using a heparinized saline soaked gauze.